Event description:
Additional information reported that the patient presented remotely with additional episodes of non-sustained oversensing after ventricular pacing, due to post-paced t-wave oversensing. The patient was in stable condition with no adverse events. Programming changes were discussed but did not yet occur.

Event description:
Additional information reported that the patient presented to clinic for further programming changes on (B)(6) 2021. The programming changes resolved the issue and the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the implantable cardioverter defibrillator had episodes of non-sustained oversensing after ventricular pacing. Programming changes were made to address the oversensing on (B)(6) 2021. The patient was in stable condition with no adverse events.